Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pain treated with third level antalgic") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and asthenia ("asthenia"). The patient was treated with surgery (essure removed via bilateral salpingectomy via hysteroscopy ). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and asthenia outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia and asthenia to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain treated with third level antalgic. Essure was removed, an unspecified time after insertion (removal method described as "bilateral salpingectomy via hysteroscopy" by the reporter). This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, and musculoskeletal conditions are among the most frequent causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Inconsistent information regarding removal method was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention and device removal were required. A product technical analysis is expected; further information has been requested.

Manufacturer narrative:
The patient's past medical history included allergy to metals. On an unknown date, the patient started essure. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and asthenia ("asthenia"). The patient was treated with analgesics and surgery (on (B)(6) 2016 essure removed via laparoscopic bilateral salpingectomy via hysteroscopy). At the time of the report, the device intolerance, pelvic pain, dysmenorrhoea, menorrhagia and asthenia outcome was unknown. The reporter considered device intolerance, pelvic pain, dysmenorrhoea, menorrhagia and asthenia to be related to essure. The reporter commented: request for allergy test to nickel on-going due to context of allergy to costume jewellery in medical history. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure removed due to intolerance, medical history added. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain treated with third level antalgic (interpreted as pelvic pain) and intolerance. Essure was removed, an unspecified time after insertion (removal method described as "laparoscopic bilateral salpingectomy via hysteroscopy" by the reporter). The events are regarded as anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, and musculoskeletal conditions are among the most frequent causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Inconsistent information regarding removal method was provided. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention and device removal were required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device intolerance ("intolerance") and pelvic pain ("pain treated with third level antalgic") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and asthenia ("asthenia"). The patient was treated with analgesics and surgery (on (B)(6) 2016 essure removed via laparoscopic bilateral salpingectomy via hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device intolerance, pelvic pain, dysmenorrhoea, menorrhagia and asthenia outcome was unknown. The reporter considered asthenia, device intolerance, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: request for allergy test to nickel on-going due to context of allergy to costume jewellery in medical history. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-apr 2017 for the following meddra preferred terms: device intolerance.the analysis in the global safety database revealed 1 case. Pelvic pain. The analysis in the global safety database revealed 2745 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-apr-2017: no further information could be obtained from reporter. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain treated with third level antalgic (interpreted as pelvic pain) and intolerance. Essure was removed, an unspecified time after insertion (removal method described as "laparoscopic bilateral salpingectomy via hysteroscopy" by the reporter). The events are regarded as anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, and musculoskeletal conditions are among the most frequent causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Inconsistent information regarding removal method was provided. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention and device removal were required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained despite attempts.